Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 422 mg/dl. The customer was admitted to the hospital and was release at 4 am. The customer was advised to speak to healthcare provider to review settings. The customer declined to troubleshoot for high blood glucose stated that it was her insertion site, that was the cause.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.